Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported that blister was damaged and implant had lost sterility. Procedure was completed with other implant.

Manufacturer narrative:
Zimmer biomet complaint number cmp (B)(4). The following sections have been updated: a1 patient identifier b4: date of this report b5: describe event or problem d4: catalog updated to unk g3: date received by the manufacturer h1: type of report, follow-up number h2: follow up type. H10: additional narrative. Per ongoing investigation the reference has been updated to unknown , also patient identified updated.

Event description:
No further event information is available at the time of this report.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). An unknown biomet implant was returned for investigation. Visual inspection of the as returned product identified worn markings. No damage identified to the product. No packaging/blister was returned. Pre-existing patient factors, x-ray, tooth location are not relevant to the reported event. The length of the device usage is unknown. Pictures were not provided. Review of appropriate documentation: documents reviewed: biomet 3i dental implant IFU (p-iis086gi) rev j - 2022/08. Information identified: 'storage and handling': devices should be stored at room temperature. Refer to individual product labels and the surgical manual for special storage or handling conditions. DHR review: DHR review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. Complaint history review: no complaint history review could be performed without relevant lot and item information. Review completed utilizing keywords: damaged drive feature post market trend review: november post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction did not occur and the reported event was unconfirmed.